Event description:
Material # 10942011 batch # 24066732. It was reported that the bd as lvp 20d had a missing component. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Chc complaint reference #: (B)(4). Customer (hospital) name: (B)(6) hospital. Customer address: (B)(6). Correspondence language: english. Cat# of product being complained: al10942011. Description of product: set infusion dehp free 2pc male ll 20ea/ca. Lot or s/n: (B)(6). Complaint category: fail to function / defective. Reportable: no. Incident date: (B)(6) 1980. Hospital complaint reference #: details of complaint (reported issue): "the set was missing the connector cap therefore an incident report was started by our clinical team." *incident date unknown. Complaint noticed: prior to use. Problem frequency: 1st time. Customer exposure: patient injury: no. Has health canada been informed? Unknown. Qty affected: 1 ea. Samples available? No. Is customer requesting an rga?: no. Return qty:

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. Investigation summary: no product or photo was returned by the customer. The customer complaint of connector cap missing could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10942011 and lot# 24066732 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 24jun2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connector cap missing could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10942011 and lot# 24066732 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24jun2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Material # 10942011. Batch # 24066732. It was reported by customer that the set was missing the connector cap verbatim: rcc received a complaint via email. (B)(6) complaint reference #: (B)(6). Details of complaint (reported issue): "the set was missing the connector cap therefore an incident report was started by our clinical team." *incident date unknown. Complaint noticed: prior to use problem frequency: 1st time customer exposure: patient injury: no. Has health canada been informed? Unknown. Qty affected: (B)(4) samples available? No. Is customer requesting an rga?: no. Return qty: